Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold resulting in loss of capture. Upon reposition attempt, the ra issue persisted with high pacing impedance. The ra lead was not used and replaced on 6 march 2026. The patient was in stable condition.